Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular lead exhibited low pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.